Event description:
It was reported that the infusion set connector untwisted, causing the cartridge to disengage, and the user reattached and locked the cartridge with guidance from support; the event involved the infusion set and cartridge connection. Symptoms included no reported adverse clinical effects. Outcomes included resumption of insulin delivery after verification and line priming. Investigation included remote troubleshooting and user education to confirm correct connector engagement and to check for air in the line. Investigation of this case revealed the connector had not been secured initially, with no alarms triggered and no product malfunction once properly attached. It was concluded that user technique during connector engagement likely led to the disconnection, and proper reconnection and priming restored normal function.